Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the battery compartment is cracked at the threads and there is visible corrosion in the battery compartment. The returned battery cap contains no damage and is able to tighten to the pump and was used to complete all testing. The total daily dose adds up correctly and reflect the user programmed basal rate. Typical usage alarms observed in alarm history. Pump successfully completed delivery accuracy testing. Deliveries were interrupted for 9 mins on event date (B)(6) 2014 at 20:48 due to routine battery change. The pump fails in-house leak test with battery compartment leak. Removed pump cover; no evidence of internal moisture observed on pcb or internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the patient had a blood glucose (bg) of 400mg/dl with extreme drowsiness/difficulty waking/confusion and small ketones. The patient did not receive treatment above and beyond the usual routine of diabetes care and management. The reporter stated that there was a battery compartment crack with moisture. This report is being made due to bg excursion the patient experienced due to an alleged casing condition issue.